Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and two non-boston scientific left ventricular (lv) leads exhibited two lead safety switches due to high lv pacing impedance measurements of greater than 2,000 ohms. High lv pacing threshold measurements were also noted in bipolar configuration. The two lv leads were connected with an adapter. The patient complained of fatigue and shortness of breath. A chest x-ray had been performed and it was noted that the leads had not moved. Patient isometrics were performed and the high impedance measurements were unable to be reproduced. The device was reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed and the left ventricular (lv) ring was not within normal limits. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed and the device did not pass testing due to the lv ring being out of specifications. The analysis findings could have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
The device was later explanted for normal battery depletion. No additional adverse patient effects were reported.